Event description:
Caller states his daughter reportedly received the following results on the active system within 10 minutes: 19 mg/dl, 340 mg/dl, and 546 mg/dl. High blood glucose symptoms were reported with these results; caller's daughter was taken to the hospital and a result of 95 mg/dl was obtained 30 minutes later on professional device. No adverse event reported. Requested return of suspect device, and replacement was sent.